Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: underweight, extended opening, fold creases, wear abrasion. A microscopic analysis was performed which identified; a sharp opening with localized stresses induced in posterior side assessed as surgical impact(a dimension measurement in the shell was performed which identify the thickness within specification) and stress marks assessed as non penetrating nicks. Based on the device analysis the final assessment is: a sharp opening with localized stresses induced assessed as surgical impact. Additional, changed, and/or corrected data.

Event description:
Healthcare professional reported capsular contracture baker grade iii and rupture. Further reported was "fibrous capsule with foam cell collection and foreign body reaction (microscopic findings show no large atypical lymphoid cells)." Affected side is right. The device has been explanted and replaced.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture and granuloma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device photo analysis: visual analysis of the photographs identified: opening on posterior side further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture; capsular contracture, baker grade iii.

Event description:
Healthcare professional reported capsular contracture baker grade iii and rupture. Further reported was "fibrous capsule with foam cell collection and foreign body reaction (microscopic findings show no large atypical lymphoid cells)." Affected side is right. The device has been explanted and replaced.